Manufacturer narrative:
(B)(4): evaluation: results: (patient had several co-morbidities), (st, death). Conclusion: (patient had several co-morbidities).

Manufacturer narrative:
Patient had a history of diabetes, hypertension and previous pci. Cardiac status at the time of index procedure was stable angina. The investigator stated that the previously reported death event was not related to the study device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A 3.5mm diameter 12mm length endeavor rapid exchange (rx) drug eluting coronary stent was deployed in the lad # 6 of a patient with no issue reported. However, it was reported that approximately 10 days post procedure, the patient was hospitalized for scheduled hemodialysis. During hospitalization diminished consciousness and reduction in blood pressure were observed then the patient suffered cardiac arrest. Intubation, cardiac massage and cardiac defibrillation were provided however, it was reported that the patient died a few hours later. It was reported that the cause of death was most likely related to hepatic cirrhosis and liver cancer; however, it was also reported that the possibility of stent thrombosis cannot be denied.